Event description:
It was reported that the patient under went surgery to remove a section of the problematic tape from the align to transobturator urethral support system. The patient experienced vaginal discomfort and ongoing pain during sexual intercourse since 2016. This issue was not resolved with conservative measures (vagifem) so a partial removal of the tot under general anesthesia was done on (B)(6) 2019. Pain, discomfort etc related to tape 6 years ago post op.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause of the reported event could be that the patient was not assessed properly for suitability of procedure or physician lack of training. A potential root cause could be ¿fiber size too large causing patient discomfort¿ which lead to a failure mode that ¿device erodes into urethra (or) bladder¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precautions the usual precautions associated with urological procedures should be followed: based on physician experience and training, a thorough assessment of each patient should be made to determine their suitability for the implant procedure. Additional consideration should be given to use of the implant in patients with a compromised immune system, any condition that would compromise healing, or any patient with a history of prior abdominal or pelvic surgeries. Consideration should also be given to the ability of the patient to tolerate the surgical procedure. Accepted surgical practice and precautions must be followed for the management of contaminated or infected wound sites, when the align® to urethral support system is used. Postoperative bleeding may occur in some patients and must be controlled prior to patient release. The implant procedure requires diligent attention to anatomical structures and care to avoid puncture of large vessels, nerves, bladder, bowel, urethra and any viscera, during introducer passage. Due to anatomical distortion that can be caused by pelvic organ prolapse, if the patient requires cystocele repair, it should be performed prior to the implantation of the sub-urethral sling. Proper placement of the sling implant at the mid-urethra requires that it lie flat with minimal or no tension under the urethra. The align® to urethral support system is intended as a single-use device. Do not re-sterilize any portion of the align® to urethral support system. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Patients should be advised that pregnancy following a sling implant procedure may negatively affect the success of the previous implant procedure and incontinence may recur. The safety and effectiveness of the align® to urethral support system implant procedure has not been established for the treatment of stress urinary incontinence in males and children under the age of 18. Cystoscopy can be considered at the physician¿s discretion." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause of the reported event could be that the patient was not assessed properly for suitability of procedure or physician lack of training. A potential root cause could be ¿fiber size too large causing patient discomfort¿ which lead to a failure mode that ¿device erodes into urethra (or) bladder¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precautions the usual precautions associated with urological procedures should be followed: - based on physician experience and training, a thorough assessment of each patient should be made to determine their suitability for the implant procedure. Additional consideration should be given to use of the implant in patients with a compromised immune system, any condition that would compromise healing, or any patient with a history of prior abdominal or pelvic surgeries. Consideration should also be given to the ability of the patient to tolerate the surgical procedure. - accepted surgical practice and precautions must be followed for the management of contaminated or infected wound sites, when the align® to urethral support system is used. - postoperative bleeding may occur in some patients and must be controlled prior to patient release. - the implant procedure requires diligent attention to anatomical structures and care to avoid puncture of large vessels, nerves, bladder, bowel, urethra and any viscera, during introducer passage. - due to anatomical distortion that can be caused by pelvic organ prolapse, if the patient requires cystocele repair, it should be performed prior to the implantation of the sub-urethral sling. - proper placement of the sling implant at the mid-urethra requires that it lie flat with minimal or no tension under the urethra. - the align® to urethral support system is intended as a single-use device. Do not re-sterilize any portion of the align® to urethral support system. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. - patients should be advised that pregnancy following a sling implant procedure may negatively affect the success of the previous implant procedure and incontinence may recur. - the safety and effectiveness of the align® to urethral support system implant procedure has not been established for the treatment of stress urinary incontinence in males and children under the age of 18. - cystoscopy can be considered at the physician¿s discretion." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the patient under went surgery to remove a section of the problematic tape from the align to transobturator urethral support system. The patient experienced vaginal discomfort and ongoing pain during sexual intercourse since 2016. This issue was not resolved with conservative measures (vagifem) so a partial removal of the tot under general anesthesia was done on (B)(6) 2019. Pain, discomfort etc related to tape 6 years ago post op.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient under went surgery to remove a section of the problematic tape from the align to transobturator urethral support system. The patient experienced vaginal discomfort and ongoing pain during sexual intercourse since 2016. This issue was not resolved with conservative measures (vagifem) so a partial removal of the tot under general anesthesia was done on (B)(6) 2019. Pain, discomfort etc related to tape 6 years ago post op.